Event description:
These reports were submitted oct 2-26, 2018 about unclean gauze within presource custom packs: pack general surgery alberta children's hospital unknown back substance found on the gauze sponges. Pack c-section grey nuns: "upon opening the c-section pack it was discovered that one of the lap sponges had a black ring on the sponge. The remainder of the pack was discarded, a new sterile pack was opened. The sponge was retained. The pack was not used on the patient." Pack custom laparoscopy basic gynecology sterile pack black debris on 4x8 sponges. One pack of this lot reported today. Pack c section lethbridge contaminated lap sponge found in custom c-section pack. Pack discarded and set up discarded and reassembled with an alternate pack and set up. Pack laparoscopy lethbridge, there is more black staining on the gauze. It appears to be more grease/lubricant. The rest of the pack was used but the gauze is available for analysis. Pack davinci university of alberta hair in package. Pack custom laparoscopy basic gynecology sterile pack black debris on 4x8 sponges. Four gyne packs affected with this lot #937229 pack shoulder open peter lougheed 10x20 sponges-debris found, pack is contaminated. Pack limb "the limb pack the dressing sponges have debris so they are considered contaminated. Please check in the calgary warehouse that these product has been looked at. We have the same lot come in today and it will be shipped back to you. Olds laparoscopy pack dark flecks/ debris embedded in gauze. Pack surg custom artho dark flecks/ debris embedded in gauze. Pack surg custom artho dark flecks/debris embedded in gauze. Old shoulder pack dark flecks/debris embedded in gauze. Old shoulder pack dark flecks/ debris embedded in gauze. Pack total knee royal alexandra small piece of cardboard found on sponges in knee pack. Sponge in knee pack are lap sponges. Debris from pack has been retained. Pack limb debris found 10x20 sponges, pack is contaminated. Pack laparoscopy lethbridge debris (spot) found on gauze. Pack laparoscopy lethbridge appears to be oil or grease on gauze. New pack was opened pack total knee lethbridge occurred during set up. Lint on the table drape. Second pack was used. Pack total knee royal alexandra contaminated sponges pack custom laparotomy for gnh found debris on sponge, (taped and circled with pen). Pack c-section grey nuns when the c section pack was opened it was noted that there was a small black unidentifiable object on the pack of the sponges. The object is 1.5mm x 2.5mm. Was found on the outer sponge on the pack, embedded in a crease. Pack hip arthroplasty peter lougheed centre specs on lap sponges. Two packs, same lot # pack, scrub nurse gloves replaced. Pack laparoscopy discoloration inside 10x20 sponges. Pack and scrub nurses gloves replaced. Pack laparoscopy dark brown specks in 10x20's. Glove and pack changed. No impact on patient. Pack lavh dark brown specks in 10x20's. Gloves, endoscopy set, camera, basin and pack changed. No impact on patient. Pack wrist specs inside 10x20 sponges. Pack, scrub nurse gloves replaced; total tear down and repick required. Patient under anesthesia. We have received over 130 complaints about problems with unclean gauze within cardinal health presource custom packs this fy; the majority since (B)(6). Ch (B)(4), ch us, and presource are aware. I tried to reach out to (B)(6) in (B)(6) about the gauze but have not heard back. Packs or photos have been sent to the MFR/importer.